Event description:
It was reported that during an arthroscopic procedure the physician utilized a speedlock knotless implant. The physician drilled a hole in the bone, however, upon inserting the implant it was discovered that the incorrect size drill bit was used to drill the hole. The physician pounded the implant into the undersized drilled bone hole and the implant broke. A second speedlock knotless implant was utilized and again the implant broke upon insertion. A third speedlock knotless implant was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender have been requested but not received. Reference mfrs report(s): 9019871-2012-00335.